Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non conformances / manufacturing irregularities were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? For the 1st event - post-op (eviscerations) and untying knots post-op- (B)(4): date and name of initial surgery? What was the tissue condition where the suture was placed , i.e., normal or thin, calcified, fragile, diseased? Was there any precipitating stress factor for the sutures ¿looseness¿ /untying or pulling out of the tissue? What does it mean by ¿eviscerations¿? Does it mean wound dehiscence? Please specify. Location of ¿eviscerations¿? When and how were eviscerations observed/diagnosed? Other relevant patient comorbidities/concomitant medications? For the 2nd event - intra-op event (pull off)- (B)(4): please confirm if the date of revision surgery for the treatment of the evisceration when intra-op pull off occurred is (B)(6) 2020? What tissue was being approximated or sutured when pull off occurred? What tissue structure was the needle located? When was the additional surgery performed to retrieve the needle? Was additional dissection required in other organs/tissues other than the target tissue as a result of searching for the needle during additional surgery? Please specify. What suture was used during additional surgery to complete the ¿evisceration¿ revision? What is physician¿s opinion as to the etiology of or contributing factors to this event (post-op eviscerations and looseness/untying the sutures)? What is the patient¿s current status? Additional information was requested, and the following was obtained: was the required additional intervention done during the same procedure or was another additional procedure necessary to retrieve the lost needle? - another additional procedure was necessary. How long was increase of procedure time in minutes? - unk. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. 1st event - post-op (eviscerations) and untying knots post-op was reported. 2nd event - intra-op event (pull off) was reported via 2210968-2020-10252.

Event description:
It was reported that the patient underwent a laparotomy procedure on unknown date in 2020 and the suture was used. During the surgery, there was no issue, but eviscerations were observed post-operatively. It was also reported that the evisceration happened over the entire laparotomy because of the looseness of the sutures at the level of the rectus abdominis aponeurosis. The doctor opined that there may be a link between the evisceration and the suture. The suture was made with separate stitches. The revision for the treatment of the evisceration was performed on (B)(6) 2020. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 12/29/2020. Additional information: b2. Additional h-6 health effect - impact code: f08. Additional information was requested, and the following was obtained: date and name of initial surgery? Laparotomy. What was the tissue condition where the suture was placed , i.e., normal or thin, calcified, fragile, diseased?- the tissue was normal. What does it mean by ¿eviscerations¿? Does it mean wound dehiscence? Please specify. Location of ¿eviscerations¿? When and how were eviscerations observed/diagnosed? The evisceration happened over the entire laparotomy because of the looseness of the sutures at the level of the rectus abdominis aponeurosis. According to the customer, there may be a link between the evisceration and the suture. The suture was made with separate stitches with the impacted device was there any precipitating stress factor for the sutures ¿looseness¿ /untying or pulling out of the tissue?- no particular stressor, please confirm if the date of revision surgery for the treatment of the evisceration is (B)(6) 2020? - yes. What suture was used during additional surgery to complete the ¿evisceration¿ revision? Jv325 - lot pkbdswr0. What is physician¿s opinion as to the etiology of or contributing factors to this event (post-op eviscerations and looseness/untying the sutures)? There may be a link between the evisceration and the suture what is the patient¿s current status? The patient left the hospital with a prolonged hospitalization of several days. The following information was requested, but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure? Other relevant patient comorbidities/concomitant medications? Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was this prolonged hospitalization for observations after (B)(6) 2020 evisceration repair? Please clarify. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 12/29/2020. Corrected information: b3. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 01/04/2021. Additional information was requested, and the following was obtained: was this prolonged hospitalization for observations after (B)(6) 2020 evisceration repair? The prolonged hospitalization is for the both event intraop ((B)(4)) and postop ((B)(4)). This concerns the entire stay of the patient in the hospital this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.